Event description:
It was reported to nova biomedical that a consumer has been receiving results in the 500's and result of "hi" (greater than 600 mg/dl on their blood glucose meter for several weeks. According to the consumer, she would bolus for the reading, subsequently would experience a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer on their unk glucose meter getting results in the 30's. The consumer reported the emts had her drink orange juice while they were there. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.